Event description:
It was reported that the customer was hospitalized for high bgs. The contact stated that their old pump was not working. Also it was indicated that the doctor would not release the customer until customer learns how to use the new pump. The contact requested to have someone to help their patient to learn the new model pump use. Instructed the customer to call the help line to document all the details of their hospitalization.